Event description:
Additional information was received from business partner (B)(6) on 14-dec-2016, indicating that on (B)(6) 2016, the treatment with baclofen was initiated on an unspecified date, reported as ¿many years ago.¿ the nurse was unable to confirm what type of baclofen was used in the patient¿s pump in (B)(6) 2008. She reported that their office always uses lioresal for pump refills. The patient was without a pump for several years, and received a new pump on an unspecified date in 2013. As of (B)(6) 2016, the events of bilateral pedal edema, spasticity in bilateral upper and lower extremities, and hypokalemia had all resolved after the previously reported pump explantation. The pump was explanted and he was treated with antibiotics. No additional information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. On 08-nov-2016 it was reported that the device system was removed due to infection.

Event description:
Additional information was received from a health care professional. The patient's past medical history included: incomplete c2-3 quadriplegia post motorcycle accident, gastroesophageal reflux disease, diabetes mellitus, neurogenic bowel and bladder with chronic indwelling catheter, hypothyroidism, osteoporosis, hypotension, carcinoid tumor of the stomach, obsessive compulsive disorder, osteoarthritis thoracic spine, and seborrheic dermatitis. The patient had flaccid paralysis with spasticity in bilateral upper and lower extremities. The patient was allergic to sulfa, protonix, and soybeans. The patient's medications included: fludrocortisone, levothyroxine, vitamins and minerals, calcium, nexium, multiclens, boniva, aspirin, cranberry tablet, chlorpheniramine, ferrous gluconate, dioctyl sodium sulfosuccinate (doss), macrobid, oxybutynin, omega 3, acidophilus, oral baclofen, reglan, senokot, milk of magnesia, tylenol, valium, lantus, regular insulin sliding scale, claritin. The patient was receiving 200 mcg/day of baclofen via the pump. It was reported that on (B)(6) 2008 the patient took off his abdominal binder and one of his nursing aids noted he had an erythematous area with a blister over the pump site in the right lower abdomen. The patient had been noticing increasing sensitivity over that area for the last week. The area was reported to be usually somewhat pink, but seemed to be red lately. The medical staff at the patient's facility evaluated it and thought it looked infected. They contacted the emergency room where 5 cc of purulent material was drained from the pump site. It was noted that there was pus draining from the site and the patient had trace pedal edema bilaterally. The patient was admitted to the hospital on (B)(6) 2016. A blood test and cultures were taken. The patient's white blood cell count was 11.5, hematocrit was 32, platelet count 368, creatinine 0.6, potassium 2.9, and sodium 136. The culture of an external swab showed 3+ gram positive cocci in chains which was later identified as beta strep, group b. The patient was started on vancomycin and piperacillin/tazobactam. A CT scan of the abdomen showed no evidence of extension of the abscess beyond the immediate area around the pump. Neurosurgery was consulted regarding the infected pump. They took the patient to the operating room on (B)(6) 2008 where they removed the pump and irrigated and drained the wound. A jackson-pratt drain was initially left in place but removed the next day after the drainage was minimal. The contents of the abscess were sent for gram stain and culture. The preliminary results showed 2 to 3+ gram-positive cocci in chains. The patient continued with vancomycin but the piperacillin/tazobactam was switched to ceftriaxone. A peripherally inserted central catheter line was placed for the intravenous antibiotics, and the patient was to continue the antibiotics after discharge on (B)(6) 2008. The patient was also identified as having hypokalemia. He was given oral potassium for this. The health care professional directed the patient to stop taking nexium. It was noted that the patient had no worsening of his chronic spasticity without the baclofen pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.